Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of varicose veins procedure performed on (B)(6) 2022. During the procedure after adequately deploying two or three bands, the doctor tactilely noticed resistance when turning the handle unit and it was impossible to turn the handle 180 degrees and there was no audible click. After removing the gastroscope it was discovered that the upper bands had moved to the lower bands. The device was removed and the procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the shrink wrap was removed from the ligator head earlier in the set up process. However the instructions for use (IFU) document states that the shrink wrap should be removed at the end of setup. A photo of the complaint device outside the patient was provided by the customer and shows the bands had overlapped and moved from their position. The ligator head teeth were also damaged/bent.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of varicose veins procedure performed on (B)(4) 2022. During the procedure after adequately deploying two or three bands, the doctor tactilely noticed resistance when turning the handle unit and it was impossible to turn the handle 180 degrees and there was no audible click. After removing the gastroscope it was discovered that the upper bands had moved to the lower bands. The device was removed and the procedure was completed with a non bsc device. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the shrink wrap was removed from the ligator head earlier in the set up process. However the instructions for use (IFU) document states that the shrink wrap should be removed at the end of setup. A photo of the complaint device outside the patient was provided by the customer and shows the bands had overlapped and moved from their position. The ligator head teeth were also damaged/bent.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of handle won't turn. Medical device problem code a04 captures the reportable event of ligator housing teeth damaged/bent. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11 (correction): block b5 has been corrected reporting that there was no any difficulty experienced upon setting up the device.